Event description:
During a renal cryoablation using 3 ice rod 90 degree plus, 2 needle functioned properly, but one did not insulate along the needle shaft. The procedure was completed without any patient injury. The physician protected the skin with gauze and warm water.

Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no observations were noted. Investigative testing confirmed the customer complaint related to frost on the needle shaft. Vacuum insulation failure was detected, however the root cause of the vacuum failure could not be determined. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. In this case, the patient's skin was protected with saline and the procedure was completed successfully. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury.